Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2026. Approximately two and a half (2.5) months post initial procedure, during a routine follow up, a type 1a endoleak was identified. The patient was not symptomatic during this follow up. The physician elected to implant a palmaz (non-endologix) stent on (B)(6) 2026 to resolve this event. The patient was reported as doing good post secondary procedure and was released home the next day.